Event description:
It was reported that inflatable penile prosthesis (ipp) device was revised due to unspecified reason. A new 18cmx12mm ipp device was implanted. No patient outcome was reported in relation to this event. Further information is requested and is not yet available. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information.

Event description:
It was reported that inflatable penile prosthesis (ipp) device was revised due to unspecified reason. A new 18cmx12mm ipp device was implanted. No patient outcome was reported in relation to this event. Further information is requested and is not yet available. Should additional relevant details become available, a supplemental report will be submitted.